Event description:
Ventilator passed circuit test prior to event. Once ventilator was turned on, it read low oxygen pressure (reading 21% and expected to be 100%). When troubleshooting, found it to be a bad oxygen quick connect. Quick connect was changed out and ventilator started working properly. Patient was bagged by respiratory therapist while another therapist was trouble shooting. No harm to patient, manufacturer response for oxygen ncg adapter, oxygen adapter (per site reporter)...waiting for their response.

Manufacturer narrative:
The product in question is an adapter that is used as a component part of this medical device. The adapter is not a finished medical device. The likelihood of serious injury to a patient is remote. The medical devices that connect to the adapter are fitted with various features to ensure proper delivery of the gas (in this case, oxygen) to the patient. Ventilator alarms such as low pressure and low oxygen are common place and oxygen saturation monitoring are the standard of care as a further back-up in this patient scenario.